Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was taken back into the or on 05 dec 2019 where the lead was cut due to the patient experiencing foot drop and pain in the arm (manufacturer reference number:1627487-2019-14202). Additional information indicates surgical intervention may take place in the future where the system may be removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Field in initial report should have read (B)(6) 1968 instead of (B)(6) 1968.